Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the scratched distal end or the shaved electrical contact. A root cause could not be identified for the noisy image. Based on the results of the investigation, it is likely the following led to the malfunction: damage on charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited a scratched distal end, a shaved electrical contact of the video connector, and noise that occurred in the image. There was no patient involvement.